Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that during a routing follow-up, this right atrial (ra) lead exhibited poor sensing. An ra lead dislodgment was suspected. It was noted that an x-ray will be performed in the future. No programming changes were made. No adverse patient effects reported. This ra lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.